Manufacturer narrative:
The reported issue of the pcu displaying a defective battery message was confirmed and duplicated during the investigation. The pcu was received with an un-approved third party battery that was malfunctioning. The report that after several seconds after the defective battery message the pump automatically turned off could not be confirmed. The log analysis found after the defective battery alarm had initiated the pcu was manually turned off by a user having selected the system off key on the pcu. Testing replicated the event and confirmed the system does not turn off and the pump modules continue to infuse until the system off key is selected. The report that the alaris pump was plugged into the wall outlet at all times since admission to the unit could not be confirmed. The log analysis found the ac was turned off at 2:32pm and reconnected at 5:06pm on (B)(6) 2018. The pcu was received with a malfunctioning display that is suspect to have been physically damaged after the reported incident since there was no report of a display issue occurring. Impact dents were found on the front panel display window. It was noted the pcu had a third party part (main battery) attached. This battery has not been approved for use in this device. Please use only batteries approved for alaris products, due to battery manager requirements. The use of non-standard batteries may negatively impact the performance of the device and may void the warranty. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The patient was admitted from the ed to the ICU with several infusions were in process. The pump alarmed and the pcu displayed a defective battery message. After several seconds, the pump automatically turned off. Reportedly the alaris pump was plugged into the wall outlet at all times since admission to the unit.